Manufacturer narrative:
The device has not been returned by the customer. Therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were untreated episodes stored on this subcutaneous implantable cardioverter defibrillator (s-ICD) that appeared to be ventricular fibrillation (vf). Technical services (ts) examined device episode data and determined that it was not true vf. It was noted that the signal was likely attributed to seal plug damage. Ts discussed programming changes to mitigate the signal. There had been no further stored episodes at time of call. No adverse patient effects were reported. Currently, this s-ICD remains in service.